Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving infusion therapy via an implantable pump for non-malignant pain and lumbar radiculopathy. It was unknown what drug, dose, and concentration was being delivered at the time. Per the device interrogation, the logs indicated a catheter revision occurred on (B)(6) 2012. The notes indicated a ¿new spinal segment 38 cm replaced portion of old 89 cm catheter on (B)(6) 2012.¿ no further information was provided. Refer to MFR report # 3004209178-2017-17767 regarding pump analysis for (B)(4).